Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined it has been more than ten years since manufactured, it was assumed that the image was no longer being produced due to the substrate for signal processing or image output has been degraded over time due to long-term use.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer reported that the end user was getting color bars only and tried multiple scopes but only had one maj-1430. Tac instructed the customer to try a different maj-1430 and check to make sure there were no bent or damaged pins. The customer planned to inform the end user about the troubleshooting. The customer called back after troubleshooting; the issue was with the cv-180. Tac recommended that the device be sent in for repair. The device has been returned, but evaluation has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that the evis exera ii video system center was unable to produce image. There was no patient involvement, no harm or user injury reported due to the event. The device is intended for veterinarian use.